Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; one in the lad, two in the rca. An angiographic complication of dissection occurred during the index procedure, during treatment of the rca. The event was not assessed for relatedness with device.

Manufacturer narrative:
(B)(4).